Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Suture looping occurs when the surgeon inadvertently wraps or entangles a suture over one of the commissural posts during bioprosthetic valve implantation. This generally occurs because the commissure posts are on the distal ("blind") side of the device while lowering/advancing the valve to the mitral annulus during implantation, and the suture used to attach or mount the bioprosthetic valve to the heart tissue loops around the inside of one of the commissure post tips. Alternatively, additional sutures, which may be used to more securely attach the valve in place after uneventful, proper advancement/placement, can inadvertently get looped around a commissure post due to obstructed visibility. Limited visibility of the distal commissure posts may be exacerbated by minimally invasive surgeries, where incision sizes are small. Whether identified intra- or post-operatively, there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The root cause is procedural factors.

Event description:
Edwards received notification from india that a 7300tfx25 valve implanted in mitral position was explanted at implant due to a suture loop leading to leaflet mobility issues and severe regurgitation. As reported, a post-implantation transesophageal echocardiogram (tee) revealed that one leaflet was stuck and not moving and the regurgitation was noted after protamine administration. The valve was explanted and a 25mm mechanical valve was implanted in replacement. As reported, the patient was still in cardiopulmonary bypass at the time the issue was observed and the explant of the valve was decided. The patient passed away and the cause of death was reported to be a low cardiac output failure, consequence of the significantly prolonged procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: h3: device evaluation: report of "leaflet mobility issues leading to regurgitation" was confirmed through observed suture loop. X-ray demonstrated wireform intact. As received, a gap was visible in the central coaptation region, leaflets 2 and 3 were observed to be wavy along the free margin. What appeared to be suture track indentation was observed at the free margins on leaflet 2 and 3 near commissure 3 on the outflow aspect; indicating a suture was looped around commissure 3. Suture holes were visible around the sewing ring. Sewing ring cloth had multiple cuts around the valve and exposed the silicone. Lab findings were aligned to the customer photos. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.